Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the spouse that the patient experienced hyperglycemic injury which occurred 6 days after the sensor had been inserted in the abdomen. The continuous glucose monitor (cgm) reading was unknown on the tandem pump display device. It is unclear whether the malfunction was from the cgm or the tandem pump. The patient alleged that the issue was with her pump which reportedly stopped working and was not giving insulin. She mentioned an unspecified error which notified "unable to reach t connect cloud", "unable to reach tandem cloud." Since her pump was not working, the patient's unspecified readings became "so high." There was no mention if the "high" readings were from cgm display device or from a blood glucose (bg) reading. She confirmed that she was "so high" and was not getting insulin from the pump as expected, so she checked the bg by fingerstick and dosed unspecified insulin. It was noted that the patient was hyperglycemic for 5 or 6 days with unspecified readings of 300-500 mg/dl. The patient experienced palpitations, seizure-like activity, and was semiconscious. The spouse called an ambulance, and the patient was transported to the emergency department. The patient was treated with unspecified insulin. Of note, the patient also experienced loss of consciousness during the hospitalization and required surgery for an unspecified cardiac monitor. There was no documentation of additional medical intervention. The patient was hospitalized for 2 days and 1 night. At the time of the report, the patient was ok. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, seizure and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.